Manufacturer narrative:
Other, other text: h10? Device evaluation: one cadd legacy pump was returned for investigation in used condition. The investigator was unable to download the event history log (ehl). The device was powered up and alarmed with error code 1820. The customer reported product problem was therefore confirmed. The alarm was produced to an issue with the circuit board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The circuit board replaced to correct the product problem.

Manufacturer narrative:
Additional information date of event (B)(6) 2020 was provided.

Event description:
Information was received indicating that the cadd legacy 1 pump displayed error 1820. There were no adverse events reported.